Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Symptoms reported include dry mouth, nausea, drowsiness, trembling, cognitive changes, dizziness, and thirst. The patient's blood glucose (bg) level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The blood glucose level on the blood glucose monitor read 480 mg/dl. The patient gave a manual correction of 3u (lispro) while still at home which lowered the bg to 357 mg/dl. The patient went to the emergency room at regio clinics hospital elmshorn and was diagnosed with recurrent hyperglycemic derailment. The pod and sensor were removed at the hospital. Treatment given was an infusion to flush all the glucose out of her body. The patient discarded the pod and was released after 4.5 hours.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.